Manufacturer narrative:
H10: the customer replaced cpu pcba to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1104, backup alarm failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Trouble shot with customer. Customer attempted to replace mc board with known working mc board. Unit still giving same error message. Customer attempt pm board with known working pm board, unit still giving same symptoms. Customer calling to confirm that cpu would need to be replaced. Confirmed with customer that cpu would be the last board to attempt. Informed customer that backup alarm is located on the cpu board, and the mc board provide power to speaker when ac and dc power is lost. Informed customer of cpu board replacement and steps involved. Customer states he will callback for option codes when cpu is replaced. Investigation is ongoing